Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the patient developed a pocket infection. During the pocket revision the insulation on the right ventricular lead was breached. The physician was not prepared to replace the lead at the time and it was reprogrammed. The device was explanted and replaced. Two days later the newly implanted device and existing leads were removed and replaced. No further patient complications have been reported as a result of this event.